Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of paratubal cyst, diabetes mellitus, headache, parity 3, multi gravida, bleeding, ovarian cyst and pelvic pain. On (B)(6) 2019, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopy with right salpingo-oophorectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: specimen description: a. Ovary with tube, neoplastic, dermoid cyst. B. Endometrial curetting, vagina. C. Miscellaneous gross specimen, foreign body-right tube essure. Gross description: the specimen is received fresh without fixative labeled "foreign body right tube (essure)." Specimen description: the specimen consists of single portion of partially coiled thin metal wire consistent with essure contraceptive device\. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, diabetes mellitus, headache, parity 3, multi gravida, bleeding, ovarian cyst and pelvic pain. On (B)(6) 2019,, she underwent medical device removal (seriousness criterion medically important). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopy with right salpingo-oophorectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: specimen description: a. Ovary with tube, neoplastic, dermoid cyst b. Endometrial curetting, vagina c. Miscellaneous gross specimen, foreign body-right tube essure. Gross description: the specimen is received fresh without fixative labeled "foreign body right tube (essure)." Specimen description: the specimen consists of single portion of partially coiled thin metal wire consistent with essure contraceptive device quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.